Event description:
It was reported "the user found the connection part between the nut adaptor and the flowmeter was unstable before use. Therefore, a new unit was used instead". No patient involvement reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. While performing the visual inspection it was observed that the nut adaptor doesn't spin freely. No other issues were found. The sample was tested on the oxygen entrainment test and during the setup it was observed that the assembly of the nut adaptor component and the upper body component was unstable. Even with that condition, the sample was able to be tested on oxygen entrainment testing with no functional issues. After the testing was finished, the nut adaptor was carefully disassembled from the upper body and it was visually inspected. During the visual inspection it was found wear on its internal tabs. A device history record review was performed and no relevant findings were identified. Based on the investigation of the returned sample, the complaint is confirmed. Although the complaint is confirmed, there is not enough evidence to assure that this issue was originated during the manufacturing assembly or molding process. The wear on the internal tabs of the adaptor was most likely caused by the end user during the connection of the adaptor into the flowmeter, although this could not be confirmed.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "the user found the connection part between the nut adaptor and the flowmeter was unstable before use. Therefore, a new unit was used instead". No patient involvement reported.